Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient under the eye with 1 ml of juvéderm® volbella¿ xc and in the midface with 1 ml of juvéderm® voluma¿ xc. The patient experienced ¿blisters¿ at the injection sites 2 weeks post-injection. After the blisters went away, the patient experienced "granulomas." Biopsy was not provided. The patient was treated a week later with augmentin 100 mg x 7 and a week later with prednisone taper. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00572 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.